Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy, bilateral salpingo-oophorectomy, anterior and posterior colporrhaphy, culdoplasty and transfusion of two units of packed blood cells. It was reported that the patient had postoperative bleed on (B)(6) 2008.

Manufacturer narrative:
(B)(4): it was reported that patient underwent a repair of rectovaginal fistula on (B)(6) 2008.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with hysterectomy due to symptomatic uterovaginal prolapse with cystocele, rectocele and chronic pelvic pain. Following insertion, the patient experienced pain, infection, urinary/bowel problems, fistulae, recurrence, bleeding and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.